Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer the loop on hf-resection electrode "plasmaloop", loop, medium, 24 fr., 12°/16°, esg turis broke during a therapeutic transurethral resection of the prostate. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.